Manufacturer narrative:
The device was not returned to resmed for investigation. A resmed clinical product specialist performed an evaluation by phone with the respiratory care specialist that reported the device malfunction. The evaluation determined that the single occurrence of system fault 74 and ventilation stop was most likely due to an isolated software fault. The respiratory care specialist performed a system learn circuit to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an error message (sf 74) was observed on an astral device indicating a software task error. This resulted in the ventilation stopping. The patient was bagged and placed on a back-up ventilator. There was no patient injury reported as a result of this incident.